Event description:
It was reported that the customer was hospitalized due to issues with her lungs. While she was in the hospital, she was treated due to a low blood glucose reading of 50 mg/dl. The customer stated that her hcp may have to make changes to her basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.